Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. At the time of report, the customer's bg level was 293 mg/dl. Reportedly, the customer would not bolus if there was insulin on board (iob). Around bedtime, the customer would not enter a bg or enter a carbohydrate snack and then wake up with an elevated bg level. A clinical diabetes specialist educated the customer on iob. The customer also stated that a healthcare provider was adjusting the pump settings; however, this was not helping the elevated bg level. The bg level was addressed with a bolus via the pump.